Event description:
During inspection at the manufacturing facility a loose o-ring was detected. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.

Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
During inspection at the manufacturing facility a loose o-ring was detected. This could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.